Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on the patient side cart (psc) battery. The technical service engineer (tse) confirmed a related error 824 in the system logs and found that the first battery led flashing between red and green meaning battery is charging but at less than 10 percent. The customer is electing not to use the system until the issue is resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power supply switchers. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power supply switcher was installed in a golden system, where the component functioned as expected. The system underwent 10 power cycles, and no related errors were triggered. Upon checking the system power manager (spm) status, the voltage and current were the same as those of the golden unit. The power supply switcher was found to be fully functional. Based on these findings, the repeated occurrence of error 417 in the field could be a potential root cause of this issue. Upon visual inspection, no issue was found that would relate to the complaint. The second power supply switcher was then installed onto the golden system where the unit triggered error 417 after power cycles. The spm status was checked a found out that the current of the unit was very low compared to the golden unit. As of result of these findings, the failure of the power supply switcher was found to be the root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis was not able replicate problem from field. In logs, no error was found indicating the fault that happened in the field. Visual inspection, no issues were found that are related to the report issue. The system power manager (spm) was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified.